Event description:
It was reported that customer received minimum fill notification while reloading cartridge and experienced high blood glucose over 300 mg/dl. No additional details were provided regarding any adverse impact to the customer¿s blood glucose level beyond this high reading. Customer did not take corrective action for high blood glucose, did not seek third-party assistance, declined further troubleshooting, and stated he would resume insulin delivery independently with instructions to contact support again if needed.